Event description:
Ous MDR - after an implantation period of approximately 57 months, lead fracture was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 42.5 cm proximal to the lead tip. Only the distal fragment was received and subjected to an extensive analysis. The proximal lead fragment was missing. The visual inspection showed two constrictions of the lead body. One constriction was found 41 cm proximal to the lead tip which most likely resulted from a tight ligature fixated during the implantation procedure. 1 cm distal to this position the second constriction with a damaged insulation was noted. It is assumed that this finding resulted from a suture which was directly tied on the lead body, presumably during the extraction procedure. In the further course of the analysis multiple signs of wear along the lead body were revealed. In particular between 12 cm and 14 cm proximal to the lead tip the insulation was rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress, most likely due to interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragment showed cuts in the insulation and deformations of the shock coil and the steroid collar. It is assumed that these findings resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.